Event description:
Three implants were placed in 5/96 in sites 18, 19, 20. Implants in sites 18 and 20 were removed one month later. Clinician believes failure may have been due to pt having osteoporosis.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.